Event description:
Customer reports a leak in the primary se set just below secondary port of the tubing. Cytarabine 5910mg/334ml was infusing at 111ml/hr as a secondary infusion when the leak occurred. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). Although requested the set has not been received. A follow up report with failure investigation results will be submitted should the set be returned for evaluation.